Manufacturer narrative:
Part number# 301-80 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that an audible air leak was heard during patient use. The source of the leak could not be confirmed. The caller reported that extubation and reintubation of replacement tube was required. The tube was replaced without incident.